Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads had exhibited noise with oversensing and pacing inhibition. It was suspected that the noise was caused by the leads rubbing together. During the explant procedure, both leads broke and were surgically abandoned instead. New leads were successfully implanted. No additional adverse patient effects were reported.